Event description:
During a check-out procedure at the manufacturer's service center, ventilator inoperative, ventilator service required code occurred and the device's screen was not displayed. There was no harm or injury reported. The device's interface board was replaced to address the issue. In addition of the above evaluation, the device's system board, blower, stirring fan foam, 43-micron filter, and lcd were replaced preventively. The left/right buttons were pressed only one time but its reaction was the same as if the buttons were pressed twice. Therefore, the front panel/keypad led pca was replaced, which was not related to the malfunction/issue.

Manufacturer narrative:
On previously submitted report, during a check-out procedure at the manufacturer's service center, ventilator inoperative, ventilator service required code occurred and the device's screen was not displayed. There was no harm or injury reported. The device's interface board was replaced to address the issue. In addition of the above evaluation, the device's system board, blower, stirring fan foam, 43-micron filter, and lcd were replaced preventively. The left/right buttons were pressed only one time, but its reaction was the same as if the buttons were pressed twice. Therefore, the front panel/keypad led pca was replaced, which was not related to the malfunction/issue. The blower was evaluated by the manufacturer's product investigation laboratory (pil) and found the blower functioned as designed and operated without issue or error codes.